Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient blood glucose (bg) was less than 70 mg/dl, but greater than 40 mg/dl with confusion, disorientation and the inability to concentrate associated with an alleged inaccurate delivery and load step issue. It was reported that emergency protocol was initiated, but the patient¿s bg was 138 mg/dl when they arrived and care was not provided. Reportedly, the patient discontinued pump therapy. During troubleshooting with customer technical support (cts), it was revealed that there was a filled cartridge in the pump, but the pump emitted a ¿no cartridge detected¿ alarm. Reportedly, the pump was priming the infusion set tubing during the load step. It was not clear if the patient primed while attached to the pump. Also during troubleshooting, it was revealed that the basal delivery totals in the total daily dose did match the active basal program, the basal history matched the active basal program settings, and the bolus totals matched and were all recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts and it did record correctly in the pump¿s history. The patient reported that the time and date were correct in the pump and there were no alarms or warnings in the history that may have led to an over or under delivery of insulin. At the end of speaking with cts, the patient¿s bg was 250 mg/dl with no symptoms. It was determined by cts, that chronic obstructive pulmonary disease (copd) may have contributed to the bg excursion. This complaint is being reported because the patient allegedly experienced hypoglycemia due to an alleged load step malfunction and inaccurate delivery issue in the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2014 with the following findings: there were multiple ¿no cartridge detected' warnings observed in the black box history. The pump failed to recognize the cartridge during the load step. A force sensor calibration test revealed the sensor was not detecting the correct force. The resistance on the force sensor was found to be out of specifications. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. Further testing could not be completed doe the inability to load the cartridge. The pump was opened and contamination was found on the force sensor shim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.